Event description:
After the patient was implanted, the surgical staff reported the implant template was missing during instrument count. Per an x ray the template was visible. The patient was brought back for removal of the template and is doing well according the surgeon.